Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the lead was explanted when low sensing and high capture thresholds were noted during follow up. The patient condition was well and was discharged home.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.0cmw as returned for analysis. Internal insulation abrasion was noted at 14.8-15.1cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.4-12.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed when the lead was diagnostically imaged prophylactically during normal follow up. No electrical anomalies were detected when tested. The lead remains implanted. The patient will be monitored via routine follow up.